Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The pump was received on 2/20/2024 and tested on 3/8/2024. The pump was received with a complaint form where the description states "pump began to beep several hours after pt left clinic. Stated there was an upstream occlusion. Assessed tubing with no kinks observed. All clamps were open. Flushed port line without any resistance", it occurred during treatment, and there was a delay that was explained by, "pt had to return to clinic to have a new pump applied delaying tx by about an hour". The initial code will change from 1unk1 to 1uos1 on 3/8/2024 from the information on the note. A picture of the note will be attached, see "304114 complaint form". The pump's event log will be pulled and reviewed in order to identify any possible upstream occlusion error codes. After reviewing the pump's event log, 36 upstream occlusions were found in the log, as seen on 128, as highlighted by the "e04" code. See complaint in question for detail of event log description. After reviewing the pump's event log, an abrupt power off was found on event line 128, as highlighted by the "log_event_on" code without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. See complaint in question for detail of event log description. Issue reportability was changed to reportable after the complaint was submitted, which is why the complaint has been updated to reportable, due to the complaint code "2pow3: power issue - device powers self off" being MDR reportable according to protocol 6. Due to the need for a new pump reported in the complaint form and an abrupt power off found in the event log, this has caused the reportability to be changed to "yes" for the complaint. Issues of upstream occlusion and abrupt power off were found, device not performing to specification.

Event description:
On 01/31/2024, infutronix received a report that a pump had " occlusion sensor- constant nuisance alarm". The infusion cannot resume without causing delay in treatment. The pump was received on 2/20/2024 and tested on 3/8/2024. Issues of upstream occlusion and abrupt power off were found, device not performing to specification. No patient harmed. Detail of the evaluation was in section h of this MDR.